Event description:
It was reported the distal tip of this guidewire detached in the pt's interior petrosal sinus. It was indicated the wire was twisted in a catheter. Retrieval attempts utilizing a catheter were successful. No further info was available regarding the circumstances surrounding this event. This device was used in a non-indicated procedure, interior petrosal sinus procedure and the wire had been twisted. These factors may have contributed to this event. Directions for use state: "this guide wire is designed for vascular, non-vascular and urologic procedures...as with any other guidewire, to avoid damaging the surface of the guide wire, do not withdraw through a metal cannula...if the guidewire does not move with initial ease, exchange for a new wire."

Manufacturer narrative:
F11 - date MFR initially forwarded report to FDA. H3. Evaluation summary this device was received, evaluated and retained by this MFR. The engineering evaluation indicated the distal end of the wire appeared very uniform and the three millimeter formable tip appears to have detached completely. No anomalies were noted on the remaining wire.